Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was pacing at a rate different than expected. Technical services (ts) was consulted and right ventricular (rv) auto threshold test and right atrial (ra) auto threshold test showed above programmed amplitude or suspended due to an unknown reason. The crt-d is operating as programmed. Ts recommended further ra and rv lead testing. This crt-d system remains in service. No adverse patient effects were reported.